Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven months after the implant of this transcatheter bioprosthetic valve, the patient was observed to have short runs of ventricular tachycardia and chronic atrial fibrillation with rapid ventricular response. The patient also was observed to have a heart rate as low as 50 beats per minute. Subsequently, a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Conduction disturbances such as tachycardia and atrial fibrillation are known potential adverse effects that can result from conduction disturbances or hypertension, or as an effect of certain medications or other pre-existing patient conditions, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).